Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator. The temperature went as low as 17 degrees. There was no low cut off. The saline bag was stored at 18 degrees. It was also reported that the physician was able to ablate and pace at the same time. The pacing stimulator used during the procedure was the st. Jude medical ep-4. It was planned pacing. No biosense webster catheter was involved. The procedure was completed with no patient consequences. The temperature reflecting at 17 degrees is within the allowable criteria therefore there would not be an error message that would populate. Therefore for this reported issue, the system was performing as intended. This issue was assessed as not reportable. The investigation is ongoing for the issue of pacing and was able to ablate at the same time. However, the decision has been made to conservatively report this issue under the smartablate generator. Once the investigation is complete, the risk will be reassessed.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator. The temperature went as low as 17 degrees. There was no low cut off. The saline bag was stored at 18 degrees. It was also reported that the physician was able to ablate and pace at the same time. The pacing stimulator used during the procedure was the st. Jude medical ep-4. It was planned pacing. No biosense webster catheter was involved. The procedure was completed with no patient consequences. The device was evaluated and the radiofrequency (rf) cable was defective. The defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The rf cable failure does not contribute to the pacing and ablation at the same time. The issue was investigated by sustain engineering department. Further communication with the field revealed that this happened while using smart ablate generator and max impedance was set to off. The issue was duplicated. While using smart ablate generator and max impedance was set to off, the smart ablate generator does not stop the ablation signal even if map1-2 was selected on the pace routing and electrode m1 was disconnected from the ablation line. Smart ablate generator continues to generate ablation signal even when the impedance was cut, comparing to the old stockert ablator which stopped the ablation signal while impedance is not measured. The ablation signal generating while map1 is disconnected from abl line is a smart ablate system feature by design. The system performed as intended. It is not a carto 3 malfunction. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.